Event description:
New information received notes on january 8, 2019 patient presented at the hospital for an elective left ventricular lead revision. The lead was explanted and replaced with a competitor lead. Patient was stable before, during, and after the procedure. It is unknown what the current status of the other leads and device are.

Event description:
New information received notes no capture threshold was also noted. Programming changes were made. Issues were resolved.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent atrial stimulation was observed due to possible left ventricular lead issue. Patient was seen in clinic and no intervention was provided. No further information available at this time.

Event description:
New information received notes patient went for an x-ray and has evidence of twiddler¿s syndrome. All leads are dislodged. The left ventricular lead retracted back into the pocket. The device was manipulated by the patient and will need to be positioned in the pocket again. Device and lead revision surgery will be planned. Surgery date is unknown. Patient was symptomatic with occasional twitching at the pocket when the device was programmed to deliver biventricular pacing. No further information available.

Event description:
New information received notes post-surgery after the competitive left ventricular lead and competitive coronary sinus delivery system was implanted and patient had exited the operating room, it was discovered via x-ray that the patient had a small pneumothorax. It was suspected that the pneumothorax was likely caused by the new competitor left ventricular lead and the competitive coronary sinus lead delivery system. The patient needed a chest tube to resolve the pneumothorax and was discharged from the hospital on (B)(6) 2019. The status of the other leads and device are implanted and active.

Event description:
New information received notes symptomatic patient presented in clinic for an expedited appointment on (B)(4), 2018 after experiencing strong phrenic nerve stimulation (pns) after lifting an eight-pound bag of groceries on november 23, 2018. Pns stopped on (B)(4), 2018. Upon device interrogation, high pacing lead impedance with no capture was noted on the left ventricular lead. No testing on the left ventricular vectors could be completed because of the strong pns. Programing changes were made to have right ventricular pacing only. Chest x-ray was performed and lead dislodgement was suspected. Patient was stable post-programming changes.

Manufacturer narrative:
Analysis was normal. No anomalies were found.